Event description:
It was reported that prior to a procedure at the user facility that the device was getting hot. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.